Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle after a diagnostic procedure of the left superficial femoral artery using a 6f sheath. Reportedly, during step 1, opening the footplate lever, a crack was heard and the device broke in the anatomy. After the footplate lever was retracted, the device became stuck in the patient yet was held together with the actuator wire. Snaring to remove was attempted for 45 minutes. The patient was sent to the operating room for removal of the device. During surgery, the surgeon performed an endarterectomy due to the calcification noted in the right common femoral artery. Surgical suturing achieved hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account.